Event description:
Breaking of the external part of the catheter at the connection with the external adaptor. Replacement of this catheter.

Manufacturer narrative:
After numerous attempts to obtain add'l info, none has been forthcoming. Co has notified the customer that co is going to close the complaint due to lack of add'l info.